Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported that she was unable to test her blood glucose level because of error 6 message on her adc blood glucose meter. Customer further reported subsequently experiencing dizziness, nausea, and lost consciousness. When customer "came to", she took "80 units of humalog insulin" because she felt that her blood glucose level was high. Customer did not see a doctor nor transported to the hospital. No third-party medical intervention was reported. There was no report of death or permanent injury associated with this event.